Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The reporter's meter and one remaining test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The value of 2.7 inr on (B)(6) 2022 was not observed in the meter's patient result memory and a result of 3.4 inr was observed on (B)(6) 2022. Additionally, two separate results of 2.7 inr were observed on (B)(6) 2022. It was reported that a laboratory result of 3.4 inr was received on (B)(6) 2022. As this was the value observed in the meter's patient result memory, it is unknown if the laboratory result was the same as the meter for this day. The patient was allegedly taking antibiotics during the time frame of the comparison results. Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). At 11:54 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.1 inr. At around 1 p.m. On the same day, a sample from the patient was tested in the laboratory using stago reagent, resulting in a value of 2.3 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks.